Manufacturer narrative:
B3: date of event: corrected data: initial report inadvertently used the wrong date of event of 12/28/2024 and should have been 01/18/2025 per updated timeline from representative. G3: date of report submission: corrected data: the initial aware date reported in the initial report was inadvertently submitted incorrectly and should have been 01/18/2025. This field has been updated to reflect this report's date of submission for the purpose of this supplemental report.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was found during a follow-up visit of the patient. No surgical intervention has been reported to date. No additional relevant information has been received to date.